Event description:
The customer's mother called to report that her son experienced high bgs (251-334mg/dl) despite having administered multiple correction boluses. In addition, the pod had initiated an alarm during operation. No blood or kink was seen in the cannula. The pod will be returned for evaluation.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.